Event description:
This report was received regarding a connection issue between a patient's titanium adaptor and transfer set, which led to peritonitis coincident with dianeal therapy. On an unreported date, the patient was sleeping and the transfer set disconnected from the adaptor. Later, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis but treatment for the event was reported as vancomycin, intra-peritoneally (ip), (frequency and dose not reported) and gentamicin, ip, (frequency and dose not reported). Dianeal therapy was ongoing. The patient was reported to have recovered from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact event date is unknown, however the event is known to have occurred in (B)(6) 2013. An internal investigation is currently underway. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue and peritonitis was not confirmed and an assignable cause could not be determined because the sample was not returned for evaluation and the complaint investigation did not identify any use errors that might have caused the reported events. Since the lot number is unknown, no batch review will be performed. If relevant additional information becomes available, a follow up report will be submitted.